Manufacturer narrative:
Irn (B)(4). Incident occurred in germany. This case is considered as closed. If further information becomes available an update will be send to the agency.

Event description:
Irn# (B)(4). Incident occurred in germany. Tentative translation of event: when pulling on the catheter despite "twisting it in," a visible kink appeared at the skin puncture site. Subsequently, the decision was made to remove the catheter and reinsert it. When pulling on the catheter, there was springy resistance. In anticipation of being able to pull the catheter out again, the pulling force on the catheter was slightly increased, but without using excessive force. Then the catheter broke off at the puncture site. Intraoperatively, the catheter was not visible despite the skin incision and could only be identified and then removed with the aid of a portable x-ray machine. A drain was inserted.